Manufacturer narrative:
Supplemental report submitted to correct h10.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed. The balloon had a longitudinal and a radial burst with no missing balloon pieces. The balloon wings were flared out. The inflation balloon single wall thickness was measured along the edges of the burst location and the measurements were found within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirm ed based on the returned product evaluation. Available information suggests that patient f actors (calcification) likely contributed to the event, as event stated that ''the balloon of the commander ds ruptured upon full inflation on a large protruding chunk of calcium in e sinotubular junction (stj)'' and calcified landing zone was observed in provided 3mensio. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdrawal difficulty was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal o f burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 23mm sapien 3 ultra valve. As reported, during valve deployment, the balloon of the commander delivery system ruptured upon full inflation on a large protruding chunk of calcium in sinotubular junction (stj). The balloon appeared to burst circumferentially. The valve was deployed fine. There was difficulty retrieving delivery system through sheath so they proceeded to remove delivery system and sheath as one unit. The patient was stable. No intervention needed in vessel. There was no patient injury. Per photos provide, the esheath liner appeared delaminated.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.